Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse by being put through excessive force or torsional/bending overload, and/or not being inspected for wear and disfigurement which may have prevented the use of the instrument and caused its failure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a small fragment fracture procedure. During the procedure, a part of the drill fractured and was retained in the tibial bone of the patient, causing a delay over thirty minutes.